Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the team hf patient presented to the emergency department unresponsive with multiple implanted cardioverter defibrillator shocks. They were noted to be febrile, and device interrogation showed atrial fibrillation with inappropriate shocks. The patient was put on amiodarone as well as pressors and intravenous antibiotics for septic shock and a urinary tract infection. The patient was on mechanical ventilation transferred for admission and further care. They were extubated on (B)(6) 2026 and weaned off pressors on (B)(6) 2026. The arrhythmia resolved without sequelae on (B)(6) 2026.